Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the proximal - mid moderately tortuous and calcified left anterior descending artery (lad). A 15mm 2.00 maverick otw balloon catheter was inflated to 7atms and a balloon rupture occurred. The number of inflations is unknown. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint product was not returned to bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).